Manufacturer narrative:
The following information was not provided by the customer: a2: patient age and date of birth. A4: patient weight. A5: patient ethnicity. A6: patient race. B2: this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to the patient. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. B3: the date of the event was unknown to the customer. D4: the device comprises of 4 sets of components. The lot # for the 4th item, the straps, is # s061622. The expiry dates are as follows: disks: 2023-11-29. Buttons: 2025-09-23. Bite pads: 2025-05-30. Straps:2025-06-16. H4:- the date that the custom fit device was made is unknown. No information was provided by the dental laboratory.

Event description:
It was reported that the patient had a reaction to the ema device which was issued. It is unclear when the patient received the device, when the patient first used the device or when the reaction occurred or was resolved.